Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an atrial fibrillation abrasion procedure, the patient's implantable cardioverter defibrillator locked with backup vvi. No high voltage shocks were delivered while the device was in backup. The device was reverted back to normal mode. The patient was stable.